Event description:
It was reported that patient underwent knee arthroplasty on (B) (6) 2009. During the procedure, the femoral component¿s set screw could not be turned in the side hole of the implant; another femoral component was utilized to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event. A microscopic analysis of the returned set screw revealed that the head of the screw was damaged in such a way that prevented the insertion of the 2.5mm hex key that is used to turn the screw. It is possible that the head was damaged by the center punch during the staking process that occurred upon assembly in-house prior to being packaged. This report filed august 30, 2009.

Event description:
It was reported that patient underwent knee arthroplasty, utilizing an oss segmental femoral with bumper pocket and side screw in 2009. During the procedure, the set screw could not be turned in the side hole, and the component could not be used. Another component was available to complete the procedure without further incident. There was not a significant delay to the procedure, and no injury to the patient as a result.

Manufacturer narrative:
Response to FDA - review of sales history in conjunction with complaint history confirmed that this unit was part of a three (3) unit lot and that the remaining two (2) units from this lot were implanted with no other reported issue. Based on this information, the incident was determined to have been isolated. (B) (4)